Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: when pump is booted the display is a dim red color. Unrelated to the complaint, the up key was found to require excessive force in order to activate. With the keypad cover removed contamination was found underneath the contacts for the contrast, up, down, and ok buttons.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.